Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were received but were not evaluated as the reported is for infection with the identified organism being one of normal skin flora; there is no allegation against the implants. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #650-0661 delta ceramic fem hd lot #2018041186, item #unknown unknown cup lot #unknown, item #unknown unknown stem lot #unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial hip arthroplasty. Subsequently, the patient presented with hot, red, swollen area of tha wound 3 weeks post op. Hip was opened and washed. Culture results showed infection to be (b)(64)- normal skin flora. Appropriate antibiotics were given. Second washout occured 3 days later. Liner and head were changed to facilitate more thorough washout. Additional information was requested however, none was available.